Event description:
Patient presented to or for removal of implants and left hip, arthroplasty total revision due to pain. She had a total hip arthoplasty several years ago and she has never had improved symptoms in the hip. She has a ceramic component in her hip and there is concern that this component may have broken. The left hip prosthetic components (3 pieces) were removed and sent to lab. The liner, head and hole eliminator were removed.